Manufacturer narrative:
Review of DHR for lot 15989497 revealed no anomalies that can be related to the reported complaint. The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time. This report is related to MFR. Report # 3008264254-2015-00058.

Event description:
The contact at the facility reported that during coiling of a ruptured aneurysm, the physician was unable to detach two orbit galaxy coils (640cx3505 / 15989497 and 640cx2535 / 17152125.) The physician advanced the two coils into place. Physician reported attempting to detach the coils in accordance with the IFU and was unable to get them to detach when the syringe was advanced to the "3" position. The tech who reported the incident did not know whether they pressurized the syringe to the "4" position to get them to detach. No further information was provided. At the time of initial contact the products were available for return.

Manufacturer narrative:
The device is not yet available for analysis. The product is expected to be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time.

Manufacturer narrative:
Multiple attempts were made to retrieve the device. The device is still not available for testing and it is unknown whether it will be returned. If it is returned, it will be investigated and results provided within 30 days.

Manufacturer narrative:
Based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.